Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient had a second lead implanted. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient has been receiving inadequate therapy. As a result, the physician added an additional drg lead placed at l4 on (B)(6) 2020. Surgical intervention addressed the patient's issue.